Event description:
A patient had a wallflex stent placed in the common bile duct (cbd) and an epic stent was being place in the intrahepatic duct. The epic stent was deployed in good position. As they were releasing the stent they had difficulty retrieving the deployment device. Attempts were unsuccessful to remove the device, the patient returned to the or the following day and the device was ultimately able to be removed.